Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the battery died without any warning. The customer¿s blood glucose level was 302 mg/dl. Troubleshooting was performed for replace battery now alarm. The customer also stated that the insulin pump did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will not be returned for analysis.